Manufacturer narrative:
Neither the device nor any imaging is available for evaluation. It was reported that a revision was needed to remove creo locking caps due to infection that was found post-operatively. The surgeon attempted to remove the existing construct for washout and debridement of the surgical site. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to remove creo locking caps due to infection post operatively.